Event description:
Customer alleges discrepant results with inratio meter compared to lab. Results as follows: dates: (B)(6) 2012, inratio: 1.1 (fingerstick), poc (coagucheck meter): -; (B)(6) 2012, 1.5 (fingerstick), -; (B)(6) 2012, 1.1 (finger stick), 2.6 (fingerstick). Patient self tester's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.1, ref: 2.6, mean: 1.85, confidence limits: 1.2-2.3. A 1.1 inr ((B)(6) 2012) and 1.5 inr ((B)(6) 2012) were excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. No product associated with the complaint is expected for return. Retain strip testing conducted on 02/20/2012 with lot #270162 met accuracy and precision criteria. Test results are as follows: donor 182 = 2.9, 2.6, 2.7 inr; donor 183 = 1.8, 1.8, 1.9 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 182 (2.20 inr) and donor 183 (1.90 inr), respectively. In-house test results have 5.59% and 3.15%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of client's data from inratio and reference method revealed that test results ((B)(6) 2012) did not meet accuracy criteria. Other tests were performed over three hours apart. It is reasonable to expect changes in the status of the patient. No product was expected to be returned. With retain strips, in-house therapeutic sample testing met accuracy and precision criteria. (B)(4). Action threshold (B)(4) has reached. Strip lot in complaint has strip code ss4mn which brick lot number 257204 was assigned and packaged into strip lots (270162 270497 269015 270158 269014 270103). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.